Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The power module device was evaluated and the reported condition that the device stopped working by itself was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did not function, led warning light indicator error ¿ service, will not charge, and will not run - electrical control unit vibration damage. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger, function test, and saw test. During product assessment the root cause for the found issue could not be identified, therefore the true reason of the failure remains undetermined. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handpiece device (B)(6) 2021. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during a bipolar hemiarthroplasty (bha) surgical procedure for a femoral neck fracture it was observed that the handpiece device stopped working when being used with the power module device in question. It was reported that when the power module was replaced with an available spare device, the handpiece device worked normally. It was reported that there was a less than 30-minute delay in the procedure due to the event. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.